Manufacturer narrative:
A ge service rep performed an on site investigation. The radiological technician using the c-arm was unaware of the ability to position in the "smart view" position, thereby creating the full over scan of 90 degrees and giving the surgeon the requested view. No system malfunction. Thereafter, a ge clinical imaging specialist visited the site and demonstrated the smart view positioning to the physician and the radiological technicians, so the situation did not recur. A manufacturers' investigation is being conducted.

Event description:
The customer reported the smartview feature on the system was not positioned correctly. Proper placement of an implant failed to occur.